Event description:
Healthcare professional reported right side rupture, diagnosed by ultrasound. Device has been explanted replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification). Additional observations: brown particles observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, diagnosed by ultrasound. Device has been explanted replaced with non-allergan device.